Event description:
The customer contact reported that the device touchscreen was not working. The device was returned to biomedical department for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device would not respond when pressed. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device would not respond when pressed.. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.